Event description:
The core sumex drill was sent for eval due to overheating during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
The field service technician visually and functionally tested the device, no issues were found, and only standard routine maintenance was performed.